Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels 600 mg/dl. Customer¿s current blood glucose level was 600 mg/dl. Customer was treated with manual injection. Customer stated that there was no air bubble or leak. Customer stated that the drive support cap was normal. Insulin was exited with quick release. The insulin pump will not be return for analysis.